Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized due to high blood glucose. The customer didn't bolus for 3 days. The customer's blood glucose level was running in 600 mg/dl. The customer's mother ended up taking him to the hospital and they took him off the insulin pump for a while. The customer will not return the device for analysis.